Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that while changing her infusion set and reservoir, she went through four infusion sets and two reservoirs. She stated when she attached the tubing to the reservoir, it was hard to connect. She tested her blood glucose and it was at 406 mg/dl. She stated she saw blood come back up the tubing. She replaced the infusion set, but her blood glucose was still rising. The infusion sets were not sticking. She treated with manual injections. Customer stated the insulin pump is working fine now. Customer declined troubleshooting. Replacement supplies were sent. Nothing further reported.